Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported early posterior intraocular lens (iol) frosting following an iol implant procedure. The surgeon reported that the patient is symptomatic. Additional information has been requested but none has been received yet. This is one of two reports being filed for the same patient. This report is for patient's right eye (od).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Reduced vision was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the lens was removed.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation submerged in a clear solution in a specimen jar. The iol was removed from the solution and allowed to air dried and cleaned using lphse.the lens has patterns of dried solution observed on the anterior and posterior surfaces. The lens optic has scratches. One small rounded scratch is observed on the anterior optic surface. This scratch is located at the end of an impression of an instrument used to grasp the lens. The lens was cleaned using lphse for further evaluation. The distal portion of one haptic has a small amount of wafer underfill imperfection which meets release criteria. No additional damage to the optic was observed. The lens appears clear under direct and indirect lighting conditions. Product history records were reviewed and the documentation indicated the product met release criteria. A medical review was conducted by a company physician as follows: pentacam images were provided for left and right eye. Right eye image shows a well positioned iol with posterior light scattered unable to determine if it is from the posterior capsule or the posterior surface of the iol. The left eye image shows a hyperreflective area as well as some posterior haze which is unable to determine if it is from the posterior capsule, the iol or both. The effect on vision of these observations cannot be determine based solely on the provided images. The product investigation could not identify a root cause for the complaint of "lens opacification". The lens was returned damaged. After air drying and cleaning to remove the solution, the damaged iol appears clear. It is unknown if the lens damage was a result of delivery or a result of the lens removal. (B)(4).